Manufacturer narrative:
Act button did not respond due to corroded keypad trace. Pump received with minor scratched display window,cracked display window corners, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 172 mg/dl. Troubleshooting was not performed. The device was returned for analysis.